Event description:
It was reported that 7 bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the defect of this claim is leakage.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 50 sealed 24g x 0.75in. Insyte autoguard units from lot number 1277202. A gross visual inspection of the returned units did not identify any damage to the components. The units were tested for leakage where leakage was not observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.